Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user started on the ilet, ran out of insulin in the cartridge, and with agent guidance disconnected as for a shower, loaded a new cartridge, primed until drops were seen, reconnected, and then experienced a low overnight followed by a high in the morning with a peak around 300 mg/dl that persisted out of range for about two hours before coming down with ilet automation; the user asked about announcing coffee with creamer and was advised that meals at or below 15 grams of carbohydrates do not require announcement, and was advised to change all supplies if insulin runs out. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention. Investigation included review of reported ilet performance and user guidance, and confirmation that no device alerts were reported during the event. Investigation of this case revealed no evidence of leakage at the site or pump, successful tubing fill with drops observed, and glycemic excursions consistent with hyperglycemia of unclear cause that resolved with ilet control, with no device alarms identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.